Event description:
The device has been removed and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV, "isolated cysts," and "some folds." The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/may/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 27/jun/2024. Additional, changed, and/or corrected data: a5.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV, "isolated cysts," and "some folds." The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: unable to observe creases on the provided photos. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV, "isolated cysts," and "some folds." The device has been explanted and replaced.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV, "isolated cysts," and "some folds." The device has been removed and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, cyst(s) and crease/folding of implant requested on may 30, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: unable to observed on the provided photos. Additional observations: ¿ observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed.